Manufacturer narrative:
Product analysis: the device was returned in a fully deployed state, with the manifold safety locking pin tightened. No stent was returned with the device. The device was identified from the strain relief. The deployment paddles are approximately 50mm apart. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use protege gps self-expanding stent during treatment of a calcified lesion in the patients proximal central vein. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Excessive force was used during delivery. Inaccurate delivery (i.e. Stent deployed in unintended lesion site) was reported, the stent deployed more proximally in the proximal lesion. Widening of the vessel was reported around the landing zone of the stent. Physician attempted stent placement re-adjustment after initial flowering but the stent would not move. No attempts were made to remove the stent. No actions were taken as a result of the inaccurate delivery. The delivery system was safely removed and there was no vessel damage. Procedure was completed using a replacement protégé gps 14x40mm stent. No patient injury reported.